Event description:
It was reported that during a da vinci s ureterectomy procedure, the site experienced system error code 25513. With the assistance of an isi technical support engineer (tse) the site performed multiple emergency power offs of the system, however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques.

Manufacturer narrative:
The investigation performed by isi field service engineering determined that the system error code 25513 experienced by the site was associated with a remote arm controller (rac)pca board. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected rac pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25513 is reported when the da vinci safety system determines a hardware fault reaction logic occurred on a local rac. Upon determining this condition, the safety systems put davinci in a recoverable safe state. On (B)(4) 2012, the initial reporter (surgeon) at (B)(6) indicated that while he was performing dissection using the da vinci s surgical system a vesicovaginal fistula occurred. The surgeon indicated that his intention was to repair the fistula after removal of the patient's tumor, however, when the system malfunction occurred, he no longer had sufficient exposure to adequately close the fistula. The surgeon indicated that it is his belief that the fistula likely occurred due to the aggressiveness of the patient's cancer and adhesions from prior surgery. Per the surgeon, the patient was discharged 4 days post op and did experience post operative complications as a result of the vesicovaginal fistula. A foley catheter was placed to treat the patient. No other information concerning the patient was provided. The remote arm controller (rac) pca board was returned to isi for failure analysis investigation. Engineering found that when the rac was installed on an isi in-house system the rac failed at start up. As of june 8, 2012, there have been no reported recurrences of the issue at this hospital.